Event description:
Boston scientific received information that during the procedure to replace this device for normal battery depletion, the physician was unable to back the setscrews out of the header for this patient's atrial lead. It was noted that when the physician pulled on the atrial lead, the insulation separated from the lead. The device was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, the device header was examined. Visual inspection noted that all retainer rings were bent, and the hex slot on the atrial tip setscrew was damaged. All setscrews moved freely and operated normally. An is-1 lead was inserted into both ports, with no issues observed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was later returned for analysis.